Event description:
It was reported that during a da vinci assisted myomectomy, the cables in the wrist of the tenaculum instrument and the fenestrated bipolar forceps instrument broke. Per the customer, the procedure was challenging with bulky target anatomy (fibroid) which attempting to retract placed higher than normal stress upon the instruments which caused the instruments break. There was no injury caused to the patient with either instrument. The instruments didn¿t experience any unexpected motion, no fragments fell into the patient, tissue did not become trapped in the jaws of either instrument, and both instruments were able to be removed from the patient via the cannula. The procedure was completed robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation.